Event description:
The patient reported that two v-go's fell off after being on for about 6 to 8 hours. Patient was sitting down in the bathroom and they fell off when patient stood up. Patient wears the v-go on her abdomen.